Manufacturer narrative:
The calibration and qc data were within acceptable range. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for vitamin d total (vitamin d) on a cobas 6000 e 601 module. The initial result was > 175.0 nmol/l. The customer re-centrifuged the sample and repeated it twice with results of 64.7 nmol/l and 71.2 nmol/l. It is not known if any questionable results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The vitamin d reagent lot number was 373532. The expiration date was not provided. The customer performed repeatability tests on the patient sample in question and a different patient sample and the results were reproducible. The customer also repeated approximately 30 patient samples and did not notice any other discrepant results.